Event description:
The customer reported to olympus, the high flow insufflation unit did not maintain pressure during set up for an unknown procedure. There was no patient harm associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to a peripheral device or improper use/setting. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.